Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient underwent a rf (radiofrequency treatment) and was then injected with 2mls of skinvive by juvederm into the cheeks. Shortly after injection, patient had bad bruising on the left side of the face and white spots covering almost the entire cheek. Capillary refill testing was done and it was observed it took longer than usual for color to return. Patient was immediately injected with hyalruonidase and patient was kept in clinic to monitor. The capillary refill has improved.